Manufacturer narrative:
One (1) photo was shared by the customer, where 2 sealed samples indicating "c side lot number 13552847" and "d side number 13544401". No damage or leaks are observed in the photo. One (1) used sample item#vb-20 connected into a piperacillin and tazobactam 3.375g vial was returned for evaluation. As received an arrow indicated a little hole at the spike's base was observed. An IV bag was connected to the vb-20 device and it was tried to test according to procedure, however once the IV bag was squeezed to transfer the liquid into the vial, leakage from the hole at the spike's base was observed and it was not possible to get flow thru the fluid path. Complaint leaks can be confirmed, based on the used physical sample evaluation. The probable cause was due to a broken core pin problem during the molding process at salt lake city. A device history review (DHR) was performed, and no relevant commodities or discrepancies were found that might have led to the condition reported by the customer.

Event description:
It was reported that, on an unspecified date, a ¿rio¿ drug reconstitution transfer device generated a leakage from the devices after activation and the ones with the leakage issues had small holes at the base of the spike that goes into the bag. The clinician struggled with about 4-5 rios on the c side and eventually went to the d side supply room to find ones that worked. It was reported that a product would either leak saline or just not allow saline to go through to the antibiotic. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. D4 plots: 13652847: expiration date 05/01/2026, mfg date 05/20/2023. 13544401: expiration date, 02/01/2028, mfg date 02/10/2023.